Event description:
It was reported that the patient presented to the hospital for a routine generator replacement and competitor¿s chronic right atrial (ra) lead replacement. A new ra lead was attempted; however, the lead repeatedly became dislodged despite multiple attempts. Due to the prolonged procedure, the patient developed shortness of breath. As a result, the physician abandoned the initial plan and proceeded with implanting a single-chamber ventricular pacemaker instead. The patient remained in stable condition.